Event description:
It was reported that the customer was starting the 4th fraction of an esophageal treatment. The pt was on the treatment table and connected via an applicator to the vs afterloader device. During the dummy check of the catheter the customer experienced difficulties which resulted in the device reporting: "error code 88: cannot retract dummy wire" followed by: "error code b7: blockage or path constriction at 150.8 cm on channel 1". At this point the dummy wire was unable to retract from the inside of the catheter in the pt. The user stopped the treatment and decided to retract the dummy wire and a group of at least two employees of the hospital (rad physicists) entered the treatment room (15:51). They agreed to turn the hand crank hoping that this would retract the dummy wire. Initial turns on the handcrank did not result in any noticeable retraction of the dummy wire, but it was decided to keep turning the hand crank. During this action, two additional employees of the hospital (physician and physicist) had entered the treatment room. The chief physicist left the treatment room in order to contact varian and noticed visual and audible alarms indicating radiation in the treatment room (16:15). The colleagues were alerted immediately to leave the treatment room, and the physician was sent back to remove the applicator and secure the pt (in less than 1 min).

Manufacturer narrative:
During inspection of the device on site the following info has been confirmed: yellow warning sticker is attached to the door of the active side just above the emergency handcrank indicating it is to be used for emergency retract of the active wire only. It is confirmed that the customer received training of the emergency retract system and its use only for emergency source retraction.